Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable lumboperitoneal shunt. It was reported that while reprogramming, the valve appeared to be stuck and not moving to the setting after several attempts. The manufacturer representative (rep) brought the stronger magnet programmer with them to try to get the valve to reprogram. The doctor was going back and from the stronger magnet to the electronic programmer. During this process, the doctor was reminded that the 2 programmers did not work with the different type shunts as one of the programmers was for the magnetic resonance imaging resistant shunt. It was indicated that the rep and doctor was able to move the shunt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.